Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was not duplicated. Review of the electronic event summary shows messaging consistent with a pads to pt impedance issue. It was learned during this investigation that the customer did not use phillips brand defib pads. The device passed all testing and was returned to service. The device was behaving as designed. There was no malfunction of the device.

Event description:
The customer reported they were unable to delivery a shock during a pt event. There was no negative pt impact.